Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient received a gore® helex® septal occluder implant in 2015 to treat a patent foramen ovale. Approximately two months ago a significant shunt was noted and it appeared as though a couple of the right disc leaflets had prolapsed. A 25mm gore® cardioform septal occluder was selected to close the shunt; however, following deployment a significant residual shunt was noted on echocardiography and the device was removed. A 30mm gore® cardioform septal occluder was then selected, however, when the device was locked, fluoroscopy revealed a missed right atrial eyelet. This device was removed and a second 30mm gore® cardioform septal occluder was successfully implanted. The gore® helex® septal occluder also remains implanted. Further discussion between the field sales associate and the physician indicated it was felt that this was another defect/fenestration; however, this has not been confirmed.